Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of cable broken both ends was confirmed. The probe cable is damaged at both ends, and exposed wiring is visible. The root cause of the reported failure was identified as use-related damage.

Event description:
It was reported cable broken on both ends. 18 feb 2026 review of evaluation results found exposed wires were found on the probe.